Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), gastrointestinal injury ("bowel damage"), device dislocation ("essure spring put in left tube disappeared after it was put in"), pelvic prolapse ("pelvic prolapse"), cystocele ("cystocele") and rectocele ("rectocele") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone, ferrous gluconate (ferralet) and paroxetine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced hot flush ("hot flashes"), night sweats ("night sweats"), anxiety ("severe anxiety"), panic attack ("panic attacks"), fatigue ("fatigue"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia"). In 2015, the patient experienced dyspareunia ("dyspareunia") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced incontinence ("incontinence"), urinary tract infection ("uti") and urinary incontinence ("urinary incontinence"). In (B)(6) 2016, the patient experienced pelvic prolapse (seriousness criterion medically significant), cystocele (seriousness criterion medically significant) and rectocele (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), mood altered ("moodiness"), vaginal infection ("vaginal infections"), dysmenorrhoea ("dysmenorrhea"), depression ("depression"), migraine ("migraine"), headache ("headache"), abdominal pain lower ("lower stomach pain"), cystitis ("bladder infections"), pelvic discomfort ("discomfort/discomfort"), bladder prolapse ("bladder had fallen and was hanging half way out of my vagina") and asthenia ("I was so weak") and was found to have weight increased ("weight gain"). The patient was treated with surgery (mccall's culdoplasty, a an p repair and transobturator sling and to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the gastrointestinal injury, device dislocation, incontinence, hot flush, mood altered, night sweats, vaginal infection, female sexual dysfunction, panic attack, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, urinary incontinence, pelvic prolapse, cystocele, rectocele, migraine, headache, abdominal pain lower, pelvic discomfort, bladder prolapse and asthenia outcome was unknown, the pelvic pain, anxiety, alopecia, fatigue and depression was resolving, the urinary tract infection and cystitis had resolved and the weight increased had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, asthenia, bladder prolapse, cystitis, cystocele, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal injury, headache, hot flush, incontinence, menorrhagia, migraine, mood altered, night sweats, panic attack, pelvic discomfort, pelvic pain, pelvic prolapse, perforation, rectocele, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion,. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received. Events per pfs: I was so weak and bladder prolapse were added. Event discomfort updated to pelvic discomfort. Event perforation of organs / bowel damage coded separately as reported separately in earlier follow up. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), gastrointestinal injury ("bowel damage"), device dislocation ("essure spring put in left tube disappeared after it was put in"), pelvic prolapse ("pelvic prolapse"), cystocele ("cystocele") and rectocele ("rectocele") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included buspirone, ferrous gluconate (ferralet) and paroxetine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced hot flush ("hot flashes"), night sweats ("night sweats"), anxiety ("severe anxiety"), panic attack ("panic attacks"), fatigue ("fatigue"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia"). In 2015, the patient experienced dyspareunia ("dyspareunia") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced incontinence ("incontinence"), urinary tract infection ("uti") and urinary incontinence ("urinary incontinence"). In (B)(6) 2016, the patient experienced pelvic prolapse (seriousness criterion medically significant), cystocele (seriousness criterion medically significant) and rectocele (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), mood altered ("moodiness"), vaginal infection ("vaginal infections"), dysmenorrhoea ("dysmenorrhea"), depression ("depression"), migraine ("migraine"), headache ("headache"), abdominal pain lower ("lower stomach pain"), cystitis ("bladder infections"), pelvic discomfort ("discomfort/discomfort"), bladder prolapse ("bladder had fallen and was hanging half way out of my vagina") and asthenia ("I was so weak") and was found to have weight increased ("weight gain"). The patient was treated with surgery (mccall's culdoplasty, a an p repair and transobturator sling and to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the gastrointestinal injury, device dislocation, incontinence, hot flush, mood altered, night sweats, vaginal infection, female sexual dysfunction, panic attack, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, urinary incontinence, pelvic prolapse, cystocele, rectocele, migraine, headache, abdominal pain lower, pelvic discomfort, bladder prolapse and asthenia outcome was unknown, the pelvic pain, anxiety, alopecia, fatigue and depression was resolving, the urinary tract infection and cystitis had resolved and the weight increased had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, asthenia, bladder prolapse, cystitis, cystocele, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal injury, headache, hot flush, incontinence, menorrhagia, migraine, mood altered, night sweats, panic attack, pelvic discomfort, pelvic pain, pelvic prolapse, perforation, rectocele, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: total bilateral occlusion,. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("perforation of organs / bowel damage"), device dislocation ("essure spring put in left tube disappeared after it was put in"), pelvic prolapse ("pelvic prolapse"), cystocele ("stocele") and rectocele ("rectocele") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid;cyanocobalamin;docusate sodium;ferrous gluconate; folic acid;iron pentacarbonyl (ferralet), buspirone and paroxetine. On (B)(6) 2015, the patient had essure inserted. In march 2015, the patient experienced hot flush ("hot flashes"). In december 2015, the patient experienced urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), incontinence ("incontinence"), mood altered ("moodiness"), night sweats ("night sweats"), vaginal infection ("vaginal infections"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia"), anxiety ("severe anxiety"), panic attack ("panic attacks"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), fatigue ("fatigue"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression"), pelvic prolapse (seriousness criterion medically significant), cystocele (seriousness criterion medically significant), rectocele (seriousness criterion medically significant), migraine ("migraine"), headache ("headache"), abdominal pain lower ("lower stomach pain"), cystitis ("bladder infections") and discomfort ("discomfort") and was found to have weight increased ("weight gain"). The patient was treated with surgery (mccall's culdoplasty, a an p repair and transobturator sling and to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the gastrointestinal injury, device dislocation, incontinence, hot flush, mood altered, night sweats, vaginal infection, urinary tract infection, female sexual dysfunction, panic attack, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, urinary incontinence, pelvic prolapse, cystocele, rectocele, migraine, headache, abdominal pain lower, cystitis and discomfort outcome was unknown, the pelvic pain, anxiety, alopecia, fatigue and depression was resolving and the weight increased had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, cystitis, cystocele, depression, device dislocation, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal injury, headache, hot flush, incontinence, menorrhagia, migraine, mood altered, night sweats, panic attack, pelvic pain, pelvic prolapse, rectocele, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 20-nov-2018: plaintiff fact sheet received: events (hormonal changes describe: hot flashes, moodiness, night sweats, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary and vaginal infections, apareunia (inability to have sexual intercourse),psychological or psychiatric: problems condition: severe anxiety and panic attacks, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), surgery (other) type of surgery: mccall's culdoplasty, a an p repair and transobturator sling, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss specify which one: weight gain, hair loss, other injury(ies) or complication please describe: pelvic prolapse, rectocele, c) stocele.) Were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("perforation of organs / bowel damage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and incontinence ("incontinence"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the gastrointestinal injury, pelvic pain and incontinence outcome was unknown. The reporter considered gastrointestinal injury, incontinence and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.